Event description:
It was reported that during a low anterior resection, the suture tag from purse string was not cut and therefore had to be cut out transanally. No patient consequences reported.

Manufacturer narrative:
The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut, and there were no staples present, indicating that the device achieved full firing stroke. However, the knife was noted to have nicks. This damage is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device, and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was completed and the staples were noted to have the proper b-formed shape. The anvil was placed and removed on the device completely and without any difficulties. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.